Event description:
During percutaneous placement of second lead for spinal cord stimulator procedure in same day surgery, the tip of the lead broke off and remained in the pt in a non-intended location after the procedure was completed.